Manufacturer narrative:
A1 - patient identifier: complete sample ID's are (B)(6). All available patient information was included. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I stat high sensitivity troponin-I and provided the following data for 1 patient:customer normal range is 0-52 ng/lsample ID (B)(6) initial result was 71.7, which was questioned by patient¿s healthcare provider. Repeat result was <5, repeat result on another analyzer was <5. The customer reported that two samples were collected at the same time. Sample ID (B)(6) initial result was <5, and repeat result was <5.the customer reported that they performed qc check after the reported event and there was no issue to report with the qc check. Customer stated they had a problem with the pre trigger level sensor and reported it has been replaced. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any non-conformances or deviations for the complaint lot. The ticket search by lot did not identify an increase in complaint activity. Review of ticket and trending did not identify any trends. In-house testing was conducted on lot 56521ud00, which determined that specifications were met, indicating acceptable lot performance. Labeling was reviewed and was found to address the customer reported issue. Based on the investigation, no systemic issue or deficiency was identified for the alinity I stat high sensitive troponin-I reagent, lot 56521ud00.

Event description:
The customer reported falsely elevated alinity I stat high sensitivity troponin-I and provided the following data for 1 patient: customer normal range is 0-52 ng/l sample ID (B)(6) initial result was 71.7, which was questioned by patient¿s healthcare provider. Repeat result was <5, repeat result on another analyzer was <5. The customer reported that two samples were collected at the same time. Sample ID (B)(6) initial result was <5, and repeat result was <5. The customer reported that they performed qc check after the reported event and there was no issue to report with the qc check. Customer stated they had a problem with the pre trigger level sensor and reported it has been replaced. There was no reported impact to patient management.